Event description:
Per medwatch letter mw5108276: it was reported patient had prefilled veletri cassette that wouldn't run on his pump this week. He said the pump showed error no disposable clamp. No further details provided.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided. Therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.